Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the setscrew on the cardiac resynchronization therapy defibrillator (crt-d) appeared to be stripped and the physician was unable to apply or reduce torque. The device was not implanted and was replaced. No patient complications have been reported as a result of this event.